Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and a high temperature alarm condition was observed in the device's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambien conditions in which the device was operating. No malfunctions were noted.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.